Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A male patient was hospitalized post cardiac arrest and an intravascular temperature management was needed. An icy catheter was inserted into the femoral vein. The indwell time of the catheter was approximately between 4-6 hours. During therapy an air trap alarm was noted due to a start-up kit (suk) air trap leak. The saline went into the air trap holder. The suk and console were replaced to continue with therapy. No patient consequences were reported.